Manufacturer narrative:
As reported, the optifix straight fastener "came out damaged". Based on the information provided and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ addendum: this supplemental MDR is submitted to report the additional information provided and results of sample evaluation. Evaluation of the returned sample finds for bent guide wire and backup tabs. A functional test was performed by attempting to air/dry fire the device resulting in a broken fastener deployment. The reported broken fastener issues are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Updated fields: b4, b5, d4 (medical device lot # and medical device expiration date), d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during an unspecified procedure, the fasteners of optifix straight fixation device "came out damaged and did not come out correctly". There was no reported patient injury. Addendum per additional information provided: it was reported that the fasteners came out were spliced (broke) and did not fixate the mesh. As reported, another fixation device was used to complete the procedure.

Manufacturer narrative:
As reported, the optifix straight fastener "came out damaged". Based on the information provided and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unspecified procedure, the fasteners of optifix straight fixation device "came out damaged and did not come out correctly". There was no reported patient injury.